Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken end. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the customer allegation "a broken end (distal end)" was not confirmed. However, the inspection identified the overload safety device at the proximal end of jaws insert was broken. Olympus will continue to monitor field performance for this device.